Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that on multiple occasions, data entered from netacess by a user for a patient has been found to be saved in the record of a different patient. There was no patient injury reported. When draeger initially received this report, it was determined to be not reportable because innovian is used for data collection, and real-time patient monitoring is not impacted. However, upon further investigation, there is concern about mixing patient data. Therefore, it was determined that this complaint is reportable. (B)(4).